Event description:
Advanced bionics was made aware that the recipient's device was explanted due to an infection at the implant site. On (B)(6), 2013, the recipient developed a fever and swelling around the implant. The recipient was hospitalized and treated with IV antibiotics and oral antibiotics (type unknown). On (B)(6), 2014, it was noted that the recipient had erythema and dermatitis at the implant site and it was recommended to reduce the magnet strength due to the thin skin flap. On (B)(6), 2014, slight swelling and mild excoriation without purulence were noted at the skin flap. The recipient continued tropical steroids and was prescribed cuprex 4cc of the 100mg/5cc solution for ten days. On (B)(6), 2014, the recipient experienced skin breakdown and discontinued use of the implant. The recipient was prescribed mupirocin cream. On (B)(6) 2014, the recipient was prescribed clindamycin palmitate hci and rifampin oral. On (B)(6) 2014, the skin flap had erythema, induration, excoriation, and mild purulence. The recipient's device was explanted.